Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she was giving herself a bolus and the insulin pump was stuck when she was trying to input her carbohydrates amount. Customer replaced the battery and it did again. Customer reported the screen kept scrolling after releasing button. Customer reported she was wearing the device in the sun while sitting next to the pool, may have splashed or perspired on it; as a significant event that may have cause the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.